Manufacturer narrative:
The reason for this revision surgery was to change from a hemi to a reverse shoulder prosthesis after 11 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed 2 prior complaints against this part and has no complaints with similar failure mode pertaining to "revision surgery". This is the first complaint for the incident lot number lot#903c1002. This investigation is limited in scope because the explanted products were not returned to djo surgical and hence a definitive root cause cannot be determined. Several factors not related to the implant can play a role in revision such as a result of patient anatomy, trauma, or insufficient joint conditions causing limited range of motion or pain. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the surgeon performed a hemi to a reverse conversion; it was a staged glenoid procedure.